Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus delivery. Blood glucose was 170-175 mg/dl. The infusion set was changed. As the occlusions occurred in the past, tandem technical support was unable to determine a possible cause.